Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the armada balloon catheter was advanced to the anterior tibial artery, heavily calcified lesion, without resistance. Upon initial inflation attempt, the balloon ruptured and failed to hold pressure below nominal pressure. The device was removed without issue and discarded. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.